Manufacturer narrative:
The study did not provide the dose size or upn; thus, the UDI is unable to be populated. D3, manufacturer zip/postal: (B)(6), g1, MFR site zip/post code: (B)(6).

Event description:
It was reported that the patient had symptoms that were treated with prescription medication. On (B)(6)2024, the subject was randomized (thermosphere arm) in the clinical study (main phase) with the planned treatment type was uni-lobar treatment. Treatment with thermosphere was performed on (B)(6) 2024; 99mtc-maa angiogram was performed, and target volume was 624 cm3 and 14.73 gbq was administered through 1 vial. Total activity of therasphere delivery to lung was 0.17 gbq. Radiation dose to perfused liver tissue, and dose to perfused target tumor tissue was details were not available at the time of reporting. A re-treatment with therasphere was performed on (B)(6)2024 with the planned treatment type was selective treatment. Target volume was 177.94 cm3 and 5.96 gbq was administered through 1 vial. Total activity of therasphere delivery to lung was 0.183 gbq and total activity of therasphere delivery to perfused liver tissue 2.167 gbq. Radiation dose to perfused liver tissue was 593 gy and radiation dose to lungs was 9.1gy. On (B)(6)2024, 145 days post index procedure, subject experienced malaise, anorexia, and nausea. No corrective action was taken to treat the event of malaise; however, megestrol acetate dispersible tablets were administered to treat anorexia and both ondansetron hydrochloride tablets and esomeprazole magnesium enteric-coated tablets were administered to treat nausea.